Event description:
Boston scientific received information that after a trans-telephonic monitoring session of this pacemaker, after the magnet was removed the patient's rate remained at 100. The magnet was reapplied and removed and this did not resolve the issue. Technical services recommend a device interrogation to determine root cause. No adverse patient effects were reported.

Manufacturer narrative:
Resolution has been requested from the field representative who later reported no further information was available. This investigation will be updated should further information be provided.